Event description:
It was reported that the patients ipg had migrated and was causing pain. It was also noted that the patient received an end of life message from the remote control and as a result, the patient was not getting an adequate pain relief. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg will not be returned as it was kept by the medical facility.